Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-09808. It was reported that a pericardial effusion occurred post procedure. A left atrial appendage (laa) closure procedure was being performed. The day prior to the procedure the patient was on clopodigrel and clexane on the day of the procedure. A 24mm watchman closure device and delivery system (wds) along with a watchman access system (was) were used. One partial recapture was performed and the closure device was re-deployed in same position to get a better result. All pass criteria was met and the closure device was released. At the time of the implant the la pressure was 23mmhg and 8000u of heparin was given. No effusion was noted pre or post deployment. 30-45 minutes after the patient was in recovery they experienced chest pain and hypotension. A 1cm effusion was noted. Fluid and analgesics were given and the patient received a pleural tap to drain 400mls of fluid. The patient stabilized and spent the night in the intensive care unit (ICU) and was discharged four days later.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient did not receive a pleural tap, but received a pericardiocentesis.